Manufacturer narrative:
The reported field event of noise was confirmed in the lab. The v-pli measured high, the pacing output was attenuated, and over-sensing was observed during initial functional tests. The cause for the complaint was due to an anomaly with the ventricular ring connector block.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was diagnosing ventricular tachycardia and lead noise due to electromagnetic interference. No patient symptoms were reported. No other anomalies were reported. No inappropriate therapy was delivered.

Event description:
New information states that an asymptomatic patient was admitted to the hospital after receiving non sustained right ventricular oversensing alerts. There were no episodes of ventricular tachycardia. Noise was not reproducible with pocket manipulation. The patient was sent home. New alerts for nsrvo were noted again. The patient was brought back in clinic for lead replacement. Upon connecting the new lead to the existing device noise was seen on the electrogram which was consistent on manipulating the header. The device was explanted and replaced on (B)(6) 2017. The patient was in a stable condition post procedure.